Event description:
The customer reported to olympus that there was communication error while using the bronchovideoscope. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found corroded forceps channel port, discolored grip, corroded control unit due to water leakage, scope communication error (b30) occurred due to corroded plug unit, corroded suction connector due to water leakage, corroded scope connector cover due to water leakage, corroded circuit board unit in suction connector due to water leakage, insulation resistance value at distal end did not meet the standard value due to a chip on the plastic distal end cover, connecting tube did not rotate smoothly due to damage on insertion tube rotation ring, a cut on the image guide protector, and a scratched universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.